Manufacturer narrative:
Due to character limit: e1 (initial reporter): (B)(6), (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cs300 intra aortic balloon pump (iabp) had a torn insulation on the EKG cable. No patient involved.